Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, an opening, and creases fold. A microscopic analysis was performed which identified: a sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.